Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available.

Event description:
It was reported that the probe was not detectable and did not work when the device was connected to the module. Although the probe was reinserted to the module, the device once worked, but stopped immediately. The surgery was completed by using alternative probe (p/n and lot number were unknown). It was brand new and the first use when the issue occurred. There was less than 30 min surgical delay and no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. Active tip shows signs of activation, saline residue was visible in the suction tube, indicating this device was used. No anomalies were discovered on the device. Via functional testing, the device was connected to a test generator. The default settings were present, indicating the test generator recognized the device. Maximum wattage was set on both cut and coagulation mode. When the test footswitch was activated, the device functioned in both cut and coagulation mode for a 10-15 second duration. This functionality test was ran an additional two more times and results were successful, therefore device continued to activate as intended with no abrupt interruptions. This complaint is not confirmed. A possible root cause for the user to experience the reported failure could not be determined. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a review into the depuy mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. And at this time no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).